Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: - foreign material in c-body (distal end). - foreign material in the forceps elevator. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material might have remained because reprocessing could not be completed properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound videoscope had black water leaking from the distal end of forceps (instrument) channel and pinhole in the forceps (instrument) channel. There were no reports of patient involvement. This event was reported during device reprocessing.